Event description:
The customer reported that on (B)(4) 2012 an elevated cardiac troponin (accutni) result, within the risk stratification range, was generated from an access 2 immunoassay system for one patient sample. The erroneous initial accutni result was reported outside of the laboratory. The patient was admitted to the hospital due to the initial elevated accutni result. The patient was redrawn and the repeat result was lower and within the normal reference range for the assay. A second patient's results were provided by the customer, however were not regarded as erroneous and hence are not included as part of this report. The instrument assay quality control results recovered within the customer's established specifications during the timeframe of the event. No actual patient results, patient information, sample collection/handling information or actual instrument/assay performance information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. No cause has been determined for this event. Mdrs associated with this event: 2122870-2012-00283, 2122870-2012-00204.